Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting oversensing when programmed to vvi mode following a ventricular pace. An x-ray of the leads revealed the endotak lead implanted one month earlier had become slightly dislodged.